Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radi culopathies) and spinal pain. It was reported that  the patient's stimulation was coming on in different locations in their body. It was also noted that one side of the therapy was not working. The patient stated their spinal cord stimulator had stopped working all together and the patient's pain symptoms had returned. It was noted the patient could not afford to have the spinal cord stimulator (scs) removed or replaced. On (B)(6) 2022 the patient (pt) called back for help finding a surgeon to remove the device. Pt's hcp said they had a lead messed up in their neck. Lead was not working at all. Pt said the device was not working, it stopped stimulating. Every once in a while stim came on but it was like a short in there or something. It stopped stimulating about a year ago but it started giving pt problem in their neck and pain, down their arm and things like that. Pt reported it started irritating them and causing headaches and things like that. Pt had a rep work on this before, pt did not know the name of the rep. Pt's current hcp is dr. White william. Emailed hcp listings to pt.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.